Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 422 mg/dl. The patient reported attempting to place a new pod the day prior to ER visit and the omnipod 5 app would not initialize, and the screen was blank. Patient did not have an alternate form of insulin delivery to use. Patient reported having abdominal pain. The patient was treated with IV (intravenous) insulin and released the same day. The patient was not wearing a pod at time of ER visit due to omnipod 5 app not initializing.